Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. The cause of the pump having gone empty was due to the patient¿s family having missed the appointment. The patient¿s weight as of (B)(6) 2020 was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-mar-12, information was received from an healthcare professional (hcp), regarding a patient receiving baclofen (unknown dose and concentration) via an implantable pump for an unknown indication for use. It was reported the patient's pump had been empty since (B)(6). The rep asked if they needed to do anything different with the pump refill. Information was reviewed. No symptoms or patient complications were reported.